Event description:
Device placed into pt 12/29/98. Port site diagnosed to be questionable malfunctioning at surgeon's office 4/28/99. Radiologist determined catheter was detached from subcutaneous port and removed the catheter at another hosp. 5/4/99 surgeon removed the subcutaneous port at reporting facility on 5/25/99.